Event description:
The customer reported discrepancies in the white blood cell (wbc) counts and nucleated red blood cell (nrbc) percentages in a newborn's test results on their dxh 900 hematology instrument (part number c1147, serial number (B)(6)). Erroneous results were reported outside the laboratory, and there was a reported impact to patient treatment. Because of the inaccurate values of the white blood cells (wbc), a pediatric patient was prescribed antibiotics that were not required. There was no report of an adverse impact due to the unnecessary medication. The customer stated that the instrument reported 148.8×10³/l wbc and 114.6 nrbcs/100 wbcs. However, the manual (reference) count showed a wbc of 70×10³/l and 164 nrbcs/100 wbcs. Samples and system flags were reviewed, and the instrument was found to display an "mcv interference wbc" flag. It was discussed with the customer that this flag indicates possible interference and advises review of the results.

Manufacturer narrative:
The beckman (bec) customer technical specialist (cts) stated that quality control (qc) results for the instrument were within range and no instrument malfunction was identified. Onsite service was not scheduled for this event. After further communication with the customer, a new rule was created in the dxh 900 instrument to facilitate the operator's review of the wbc count when nrbcs are present. The rule is named "nrbc wbc estimate" and was created on (B)(6) 2025. This is the correct rule to use and is actively being used by the customer. Bec internal identifier - (B)(4).